Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. There was a tear across one of the haptic plates and a clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert a micl 12.6 implantable collamer/lens and the lens was torn by the cartridge. No patient contact.